Manufacturer narrative:
The cot was blown over by a helicopter.

Event description:
It was reported by service report that the cot was not functional in power mode or manual mode after being blown over by a helicopter. No pt involvement or adverse consequences are reported.